Event description:
The following was reported to arjohuntleigh by the nurse: on (B)(6) 2013, a rotoprone bed was delivered. After packing the patient in the bed, the checklist screen would not work preventing the bed from being placed in the prone position. The patient's oxygenation status was decompensating and a telephone call was made to the arjohuntleigh rep. The patient's oxygenation ratio continued to fall and subsequently the patient required cardiopulmonary resuscitation (CPR). The CPR was successful, and the arjohuntleigh rep was able to determine via telephone that the touch screen's mouse was bout 1/2" away from where the nurses were actually touching which was why the touch screen was not responding. The arjohuntleigh rep was able to instruct the nurse and walk the nurse through the proning check list. The bed was then placed in the prone position and the patient remained on the bed receiving prone therapy. An offer was made to the facility to replace the bed with anew one and the facility chose to have the patient remain on the bed. On (B)(6) 2013, arjo huntleigh regulatory compliance specialist spoke with the facility's quality specialist. The quality specialist reported that the patient did not receive any permanent injury or damage as a result of the incident, and was no longer requiring rotoprone therapy. This incident is being reported due to the patient's oxygenation falling requiring CPR and due to the products possible malfunction. A supplemental report will be submitted following completion of the investigation.

Manufacturer narrative:
This report is being filed by the MFR arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts, inc. As of (B)(4) 2012, complaints related to this product are bein handled by arjohuntleigh, inc. Additional information will be provided upon conclusion of the maf investigation.